Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -13.50/+3.0/087 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The surgeon enlarged the pi by yag procedure. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the haptic torn. Claim # (B)(4).